Event description:
It was reported that balloon rupture occurred. The target location was located in the internal carotid artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon inflation. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).